Event description:
It was reported that the customer experienced high blood glucose levels requiring medical assistance and that the insulin pump alarmed button error. The customer's mother did not know the blood glucose reading. She stated that the insulin pump was stuck in a loop, then began racing up in grams, followed by the button error alarm. She stated that the device acted as though it was giving a bolus with ramping numbers. She reported that the blood glucose levels were high and treated her son with a manual injection. She advised that she would need to contact his endocrinologist to obtain ratios and to consult on treatment. Nothing further reported.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The device was received with a cracked case at display window corners and severely scratched lcd window.